Event description:
It was reported the arterial line wire unraveled during insertion. When the wire was inserted it "got stuck on the tube and removed both cath and needle and saw the wire had unraveled". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the arterial line wire unraveled during insertion. When the wire was inserted it "got stuck on the tube and removed both cath and needle and saw the wire had unraveled". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one ra catheterization device and the lidstock for analysis. Signs of use in the form of biological material were observed inside the needle hub and on the guide wire. Visual analysis revealed that the guide wire was completely deployed through the cannula and was unraveled from the distal end. Microscopic examination confirmed the damage and revealed that the core wire separated directly adjacent to the distal weld. A clear white substance was also observed on the guide wire coils and within the needle cannula (see functional testing below). Additionally, it was also noted that the catheter was completely deployed off the needle cannula and guide wire. The guide wire length from the handle to the point of separation on the core wire measured 5 1/8" which is within the specification limits of 5 1/32"-5 7/32" per the catheterization device product drawing. The guide wire outer diameter measured .450mm which is within the specification limits of .432mm-.457mm per the guide wire product drawing. In order to take the necessary measurements for the cannula, the guide wire tubing was severed so that the guide wire could be completely removed from the cannula. The act of pulling the guide wire back through the cannula resulted in the coil wire to become completely separated. The cannula outer diameter measured .02805" which is within the specification limits of .0280"-.0285" per the cannula product drawing. The cannula inner diameter measured .019" which is within the specification limits of .0190"-.0250" per the cannula product drawing. In order to perform necessary functional testing on the cannula, the guide wire tubing was severed so that the guide wire could be completely removed from the cannula. The act of pulling the guide wire back through the cannula resulted in the coil wire to become completely separated. Once the guide wire was completely cleared from the cannula, a lab inventory guide wire with a diameter of .018" was inserted through the cannula. Minor resistance was encountered due to what appears to be a build-up of clear adhesive residue within the cannula. This adhesive residue likely contributed to this event. Performed per IFU statement "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". A device history record review was performed, and no relevant finding was identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The report of an unraveled guide wire due to resistance within the needle was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the swg core wire was separated directly adjacent to the distal weld. This resulted in the guide wire to become unraveled. A clear substance, which appears consistent with adhesive residue, was also observed on the guide wire coils and within the needle cannula. Despite this, the sample appeared to meet all relevant dimensional requirements. A device history record review was performed, and no relevant finding was identified. Based on the customer report, the sample received, and the comments from manufacturing, the root cause for this issue is likely manufacturing related. A CAPA has been initiated to further investigate this complaint issue of adhesive within the cannula from arterial catheterization assemblies. Corrective actions have yet to be implemented. Teleflex will continue to monitor and trend for reports of this nature.